Event description:
The patient did not respond to sound. It had been observed over the past two or three months that the patient seemed to have problems with understanding . They came several times to review fitting and all appeared ok. Finally on march 2006, testing confirmed the device had malfunctioned.